Event description:
A caregiver contacted baxter and during the call mentioned that the patient had peritonitis. No further information is available at this time.

Event description:
During a follow-up call for an unrelated complaint, on (B)(6)2010, the home patient reported that he had peritonitis. The patient indicated that the piece that connects to the end of his catheter fell off on a sunday and was replaced by monday. Per the patient, that was the first week of (B)(6) and that was the cause of the peritonitis. The following additional information was obtained on 10/04/2010: the patient started on automated peritoneal dialysis (apd) with local (pd4) ambuflex on (B)(6)2010. On (B)(6)2010 the patient's transfer set fell off and on (B)(6)2010, the patient presented with cloudy effluent and abdominal pain and was diagnosed with bacterial peritonitis. The patient was not hospitalized for the event. A cell count, gram stain, and culture were performed on the patient?s pd effluent. The cell count and gram stain results were unknown. The culture showed gram positive (B)(6). The patient was given vancomycin 2 grams (gm) intraperitoneal (ip) and gentamycin 80 milligrams (mg) ip. Once the culture results returned, the patient was taken off the gentamycin and continued on the vancomycin. The nurse indicated the cause of the peritonitis was the transfer set separation. The nurse also indicated that the transfer set had been in use since (B)(6) 2010. The patient was using a titanium catheter adapter with the transfer set, and there was no visible damage or residue on the catheter adapter threads. There was no assist device used to make the transfer set connection, and there were no connection or disconnection difficulties noted. The transfer set lot number is unknown and the transfer set is not available for evaluation. The nurse indicated the patient has recovered from the peritonitis and has been able to continue with pd therapy. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. No further information is available. A follow-up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10d30015, h10e16029) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.